Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during evaluation at the loaner department, it was found that the remobilization tool for universal spine system (uss) polyaxial has damaged threads. There was no patient involvement. This report is for one (1) remobilization tool for uss polyaxial. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the remobilization tool for uss polyaxial (part # 03.603.108, lot # 3702921, mfg # 21-mar-2011) was received at us cq with the pusher of the device stuck within the collet assembly. The threads are not able to be seen since the device cannot be separated. Functional test: a functional test was performed, and the pusher of the device is stuck within the collet assembly. These 2 sub-components of the remobilization tool are unable to be separated. The complaint was able to be replicated, therefore the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are not accessible. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.603.108. Lot: 3702921. Manufacturing site: hägendorf. Release to warehouse date: 21. March 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.